Event description:
It was reported that the lead dislodged. During repositioning attempt, there was difficulty in undeploying the lobes, and the blue tubing was crimping while trying to manipulate the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood/body fluid in outer tubing overlay; full lead returned and analyzed.